Event description:
Reporter indicated a vns therapy patient underwent lead replacement surgery due to lead discontinuity. The generator was not replaced. The lead has been returned to the manufacturer and is pending product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Based on data from the handheld and from the generator flash memory from the generators ((B) (4), (B) (4)), the eos message appeared after 2 sequential system diagnostic events. Both generators were programmed to 0ma output. The hhd flashcard indicated generator voltage measurements adequate. No eos errors have been officially recorded in production. No eos errors have been reproduced in the lab, after nearly 100 system diagnostic cycles. Diagnostic cycles have used both the returned units, and 5 new modules randomly pulled from inventory. Eos measurement values appear to be both realistic and valid measurements of voltage. There may be a correlation between the eos error event and the performing of a system's diagnostic event. Communications with the implant via the wand create notable electrical interference within the implant's circuitry. This could be contributing to errant voltage measurements that would produce the eos error. As shown through the generator diagnostics of the battery voltage, these eos errors are false and do not reflect the actual remaining capacity of the battery. However, in each of the 3 events the flash data from the handheld indicated that a low battery voltage (<2.0v) was measured. At a battery voltage <2.0v, the generator is designed and programmed to disable the output and display the eos error message. Eos errors can readily be reset by reprogramming the unit, resulting in the continuance of normal operation. Subsequent battery voltage measurements read normally. Actions taken: hand-held programmer sw and microcontroller fw is being analyzed for correlation with the eos error event. An automated test apparatus is now being used to continually cycle multiple units through system diagnostics events in an attempt to correlate catch eos error occurrences. Reproducibility of the error needs to be establish first and foremost. At this moment there is no regulatory action needed as per information presented above. Conclusion: the investigation is ongoing. A conclusion will be determined based on the outcome of the complaint investigation and the CAPA file. CAPA required. If no, explain. A CAPA is being initiated.